Event description:
The patient also had irritation from the 72r electrodes. The patient was told by the doctor to stop wearing the unit for a week and a half due to irritation. The patient will be seeing the doctor again on (B)(6). No additional information has been reported at this time. The patient is spanish-speaking and a csr will call him on monday (B)(6) for more information. A new 20-inch lead wire, 63b electrodes, cover patches and a usps pouch have been sent to the patient. Update (B)(6): the patient was called regarding the skin irritation and a voicemail message was left. Update (B)(6) 2024: the patient was called regarding the skin irritation and a voicemail message was left.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, d4: lot number is unknown, g1: contact office and manufacturer site, g3, g6: report type. Additional information - h6:method, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed, as the product was not returned and the lot number is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
The patient also had irritation from the 72r electrodes. The patient was told by the doctor to stop wearing the unit for a week and a half due to irritation. The patient will be seeing the doctor again on (B)(6). No additional information has been reported at this time. The patient is spanish-speaking and a csr will call him on monday (B)(6) for more information. A new 20-inch lead wire, 63b electrodes, cover patches and a usps pouch have been sent to the patient. Update (B)(6): the patient was called regarding the skin irritation and a voicemail message was left. Update (B)(6) 2024: the patient was called regarding the skin irritation and a voicemail message was left.